Event description:
Hospital reports two pts developing dvts while navilyst bioflo 4f single lumen piccs were in place. The piccs were located in the left basilics. One dvt was identified due to swelling. Both were verified with doppler. The pts were treated for the dvts with no further complications or injuries. The exact date of the events, as well as further event details are not available at this time. The hospital has been contacted and as been requested to provide additional information to navilyst medical.

Manufacturer narrative:
Although no used devices are being returned to navilyst medical for evaluation, the investigation into this event is still on-going, with additional information expected to be received from the end user hospital. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).